Manufacturer narrative:
(B)(4). G2: foreign: australia. The complaint was confirmed. The removed screw head was returned to p28, the alleged failure was confirmed by the design quality engineer. Medical records were not provided. The most probable root cause determined the screw was bent and experienced forces against the device causing a sheer break. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial procedure where a screw broke on insertion. The entire screw was not removed and remained implanted. Subsequently, a revision surgery to remove the screw was performed two months later due to the patient was experiencing irritation. The broken portion of the screw was removed, but the remainder of the screw shaft remains implanted in the patient.